Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer and customer reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose was 600 mg/dl at the time of incident. The customer was treated with intravenous injection. The customer also hospitalized on (B)(6) 2019. The insulin pump will be returned for analysis.